Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer&#38112;blood glucose (bg) levels were elevated at 265mg/dl. Elevated bgs were treated by administering a correction bolus. System check was performed by tandem technical support, and the pump performed as intended. Customer will be consulting with their healthcare provider regarding what may be causing elevated bgs.